Event description:
A biomedical technician reports during surgery, the system would not inject the oil. The oil was injected by hand and the case was completed. There was no pt injury, no cases cancelled or delayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).